Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, there was air in the purge system alarm during the priming process. The decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.